Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual switch worked as intended. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device is reported stuck while firing. It couldn¿t be opened by the knife returning button and the trouble shooting process. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B information is unavailable. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it became stuck? No. It was found stuck, right after entering the trocar. Was the device stuck on tissue when it would not open? No. It was found stuck, right after entering the trocar. If yes, what steps were taken to open the device? Na. Did the jaws of the device eventually open? No, it didn¿t. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 2nd.